Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an anomaly was observed with the pace-sense portion of the right ventricular lead. The right ventricular sensing had dropped by half and pacing threshold had doubled. High voltage function remained stable. A procedure to replace the pace-sense portion by installing a new lead was completed. The high voltage function of the original lead remained in use. The patient was stable following the procedure.